Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during cartridge loading, when the air removal step was performed, the customer was able to remove more air than expected. Blood glucose (bg) level was in the 200's mg/dl range. A supply change was performed to address the issue and the customer's bg level returned to target range.